Event description:
It was reported that pump displayed malfunction alarm code 16 that could not be reset. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label within 10 days, and was advised to re-enter pump settings and reconnect continuous glucose monitor to replacement pump that technical support arranged to ship, with all instructions understood and acknowledged.